Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the adapter was broken. Functional testing of the reload could not be performed due to the damage to the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred prior to use. The handle was unable to recognize the reload. The reload would not load completely onto the adapter and the tech was unable to press the reload far enough to enable the tech to quarter turn it into complete set status. Pre-operatively, the handle was unable to recognize the reload. The reload would not load completely on the adaptor. Technician was unable to press the reload down far enough to enable him to quarter turn it into the complete set status. The status of the handle and adapter indicator were solid but the status of the reload indicator was off. The case was completed by replacing the reload and adapter. No patient involved.